Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: b, c PMA 510k cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00327. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 103 months after a left total knee replacement procedure, the patient underwent a revision procedure to address aseptic loosening, pain, and periprosthetic osteolysis. Revision operative notes were provided. Preliminary and postoperative diagnoses indicated mechanical loosening of internal left knee prosthetic joint. Findings also indicated extensive reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. On inspection the femoral component was not grossly loose, it was removed. The tibial component was well fixed, it was removed. The surgeon performed an aseptic revision left total knee arthroplasty using a competitor¿s devices. Patient was transferred to the recovery room in stable condition. No additional information is available.